Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that during a craniotomy procedure on (B)(6) 2022 the two (2) ti matrixneuro screws broke during the skull bone fixation. The screw heads broke off from the screw shafts and the two (2) screw shafts are still in the patient's skull bone. No further information provided. This report is for one (1) ti matrixneuro screw self-drilling 5mm. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional device product codes: jey; gxr. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: jey; gxr. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that during a craniotomy procedure on (B)(6) 2022 the two (2) ti matrixneuro screws broke during the skull bone fixation. The screw heads broke off from the screw shafts and the two (2) screw shafts are still in the patient's skull bone. No further information provided. This report is for one (1) ti matrixneuro screw self-drilling 5mm. This is report 2 of 2 for complaint (B)(4).